Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 90.3% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had passed away with an unknown cause of death. Several months following the death of the patient, the pathologist requested information if the device was capturing appropriately at the time of the patient death.